Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The full name should read (B)(6). The full name is (B)(6); device not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a frayed power cord. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the power cord reel assembly. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) was found to have a frayed power cord. There was no patient involvement and no adverse event was reported.